Event description:
A report was sent to co stating that contrast media stopped coming out of the catheter. The device was received as sent for sterilization before it was examined. When it was examined it was found to have ruptured, and at this time was determined to need a medical device report.